Manufacturer narrative:
The event of breast infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast infection.

Event description:
Other company representative on behalf of healthcare professional reported "breast infection". This record is for the left side. The device has been explanted. The device is available to return.